Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgical tech reported that during the phaco portion of the cataract extraction, a system message was displayed. The system was rebooted, but the system message persisted. The system was exchanged to complete the case. The surgical tech reported that there was no harm or injury to the pt.